Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll representative went on site to evaluate the device. Review of the device activity log showed the user was performing CPR on the patient while the device was delivering a shock. This is not an indication of a device malfunction. The device manual and the pads information for use (IFU) have warnings "to avoid electrical shock, do not touch the pads, patient or bed when defibrillating." As the device was in manual mode there was no analysis events with the device charging and discharging at the user's direction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after charging the device to shock, the firefighter still in contact with the patient received an unintended delivery of enegry. Complainant indicated that there was no adverse effect to the patient or the firefighter due to the reported malfunction.